Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: customer phone: (B)(6). G4: PMA/510(k) number = exempt. This report includes information known at this time.¿a follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, the ncircle tipless stone extractor did not open. The issue was found as the device was tested after the extractor was removed from the packaging, prior to a "stone treatment" procedure. The procedure was complete with another same-like device. A laser was not used. No separation of the device was noted. The patient did not have any tortuous, calcified or scarred anatomy. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention and did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction: h6 (annex a and annex g) event summary as reported, the ncircle tipless stone extractor did not open. The issue was found as the device was tested after the extractor was removed from the packaging, prior to a "stone treatment" procedure. The procedure was complete with another same-like device. A laser was not used. No separation of the device was noted. The patient did not have any tortuous, calcified or scarred anatomy. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention and did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation a document based investigation was performed including a review of complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control (qc) procedures, as well as, a visual inspection of the device were conducted. The complaint device was returned to cook with open packaging for investigation. Visual exam noted support sheath is severed 1 mm past nose of mlla (male luer lock adapter), 3 cm of cannulated handle/coil exposed. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records found no other complaints reported for the complaint device lot. Based on the available information, cook has concluded that the device was manufactured to specification and there is no evidence suggesting nonconforming product exists either in house or in the field. A review of relevant manufacturing and quality control documents was conducted. All extractors are verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook also reviewed product labeling. The product IFU, t _ ntse_ rev1; the IFU did not provide any information related to the reported issue. Based on the available information, cook has concluded the cause for the damage could not be determined. The purple support sheath was separated at the handle. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per a review of risk documentation, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.